Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. The patient's right ventricular (RV) lead exhibited noise oversensing, resulting in inappropriate pacing in noise reversion mode, and low sensing, causing failure to sense. The RV lead was explanted and replaced with a new lead implanted in the His bundle region. The patient was stable following the procedure.